Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate antitachycardia pacing (atp) and an inappropriate shock. The episode was initially detected in the ventricular tachycardia (vt) - 1 zone which was programmed to monitor only. The episode was then redetected in the vt zone. Technical services discussed two zone programming to allow inhibitors to be on in the vt zone. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.